Event description:
The customer reported that users were performing their daily user check, however, when the energy selector was rotated to 150j, the device shut down. Device then powered up and indicated settings restored to defaults. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).